Event description:
It was reported that during a percutaneous coronary interventional procedure, foreign matter was found. This rotalink plus system was used successfully. During the disconnection of this system in order to exchange to a different sized burr, foreign matter was found on handshake connection portion of the device. The entire system was then replaced for another with no consequence to the patient, and the procedure was successfully completed. Patient status was reported as 'good'.